Event description:
It was reported to boston scientific corporation that a solyx single incision sling was used during a sling placement procedure on (B)(6) 2011. According to the complainant, post procedure, the patient presented with pelvic pain and was admitted into the ER. The patient's length of stay during this visit is unknown. Since the first visit, the patient has been hospitalized and has been to the ER four times, but the length of stay for each is unknown. It was reported that the patient was prescribed ultram and flagyl (exact date and dosage unknown). It was also reported that the pain has not been treated and that it has persistently become worse. The patient is currently seeking further medical intervention.